Event description:
Health professionals reported left side capsular contracture, baker grade iii, weird breast, and "granulomatous tissue that was caused due to a foreign bodies reaction when the implant ruptured¿¿ additionally, patient reported ¿spotty and red¿ capsule.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. The events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Reason for reoperation: rupture, granuloma, and capsular contracture, baker grade iii.